Event description:
Ous MDR - it was reported that during the implantation procedure the distal part of the lead was found to be bent. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. In addition, the steroid collar was found to be damaged. In the course of the further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead¿s distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.